Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history did not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 21-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 07-feb-2018 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the basal history and basal total daily dose history for (B)(6) 2017 added up correctly. A temp basal program was run on 2017 and on (B)(6) 2017. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.